Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that a patient experienced a skin reaction from the sensor patch adhesive on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient's father reported description of skin reaction as a big red sized, itching rash under the adhesive patch. Patient went to the doctor on (B)(6) 2015 for a regularly scheduled appointment. Patient's father mentioned the reported skin reaction to the doctor. Patient' father was advised by physician to apply over the counter (otc) benadryl cream to the affected area. At the time of contact, patient's father reported that the skin reaction is clearing up. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).